Manufacturer narrative:
(B)(4). Concomitant medical products: 00771102000-ml taper sz20.0 std offset-00102386. 00620006422-f/m acet shell 64mmod cluster-60960156. 00630505240-trilogy acetabular liner-60951775. 00625006525-trilogy bone scr 6.5x25-60980972. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 05827. Reported event was confirmed via medical records and radiographs reviewed by health care professional. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a left hip revision approximately 9 years post implantation due to developing noise, clicking and popping, then was unable to bear weight without any pain. During the procedure, upon entering hip, thick black sludge like fluid encountered. The head was found to have dissociated from the stem with severe metallosis. Stem was well positioned and well fixed, trunnion wear, was flattened on 2 sides and wedge shaped, which indicated stem revision was required. A large dent in anterior aspect of the liner from where the trunnion had struck it and then was revised. Attempts have been made and additional information on the reported event is unavailable at this time.